Event description:
It was reported that an ilet user received a ¿dosing stops soon¿ alert associated with intermittent communication between the dexcom g7 sensor and the ilet, while the pump was displaying a glucose value of 136 mg/dl, consistent with signal loss to the ilet only. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, interviews, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized as intermittent communication failure, with involvement of the electrical and magnetic domain and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user environment or transient wireless interference leading to temporary loss of sensor signal.